Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during dwell three of four of peritoneal dialysis therapy. The patient was connected. Troubleshooting was unable to determine the cause of the alarm. The technical service representative assisted the patient in clearing the alarm and in ending therapy. The patient would complete therapy using manuals supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation has been completed. A microscopic visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing were performed on the device with no issues noted. The cassette was placed on the homechoice machine and ran with no issues noted. Upon conclusion of the investigation, the device was determined to meet product specifications related to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.